Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) temporarily lost connection to the ilet bionic pancreas while remaining connected to the dexcom app, after which cgm readings reappeared and no further assistance was required. No clinical signs, symptoms, or conditions were reported. Outcomes included no injury and no need for medical care. User support included troubleshooting and education over the phone. Investigation of this case revealed a transient communication interruption between the cgm and the ilet with spontaneous resolution, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent signal loss event consistent with external communication factors.